Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant check belt alarms) has been confirmed. Upon evaluation, there was a damaged white pulse wire in the trunk cable. The cause of the check belt alarms is the damaged pulse wire. The root cause of the damaged wire cannot be positively identified but is likely excessive force placed on the trunk cable. No adverse event resulted from the damaged wire. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll customer support to report constant check belt alarms. The patient was issued a replacement electrode belt.